Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital hemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy ((2005)), lower segment caesarean section ((2010)), and pelvic adhesions. Concurrent conditions included muscle cramp, libido decreased, headache and spotting menstrual. Concomitant products included cetirizine hydrochloride (zyrtec). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickle sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("other (list): dysmenorrhea"), asthenia ("no energy"), feeling abnormal ("brain fog") and mood altered ("moodiness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and cornual resection and uterine ablation (2017)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, allergy to metals, dyspareunia, dysmenorrhoea, weight increased, asthenia, feeling abnormal and mood altered outcome was unknown. The reporter considered allergy to metals, asthenia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, mood altered, pelvic pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy ((2005)), cesarean section ((2010),) and pelvic adhesions. Concurrent conditions included muscle cramp, libido decreased, headache and spotting menstrual. Concomitant products included cetirizine hydrochloride (zyrtec). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickle sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("other (list): dysmenorrhea"), asthenia ("no energy"), feeling abnormal ("brain fog") and mood altered ("moodiness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and cornual resection and uterine ablation (2017)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, allergy to metals, dyspareunia, dysmenorrhoea, weight increased, asthenia, feeling abnormal and mood altered outcome was unknown. The reporter considered allergy to metals, asthenia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, mood altered, pelvic pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.